Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the second of two reports for this reported event. (B)(4).

Event description:
A physician reported that four ophthalmic knives were blunt, the surgeon cannot fit the blade into the cornea during separate surgeries. The surgeries were completed with replacement of knives. There was no harm to any patient. Additional information has been requested.